Event description:
When the hosp personnel accessed the operating room they noticed that the manual breathing bag of the anesthesia machine had become inflated. The machine was in off position at the moment and no pt was connected to the unit.

Manufacturer narrative:
The unit was checked at the hosp by a field svc engineer (fse) from the foreign distributor. It was noticed that a mushroom valve (mv2) located in a removable valve assembly plate under the pt cassette had a small crack. The valve plate contains five mushroom valves which controls the gas flow in the pt unit. Mv2 controls the expiratory flow.